Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose events at night. The user stated they had recently begun using u200 insulin with the ilet, which is not recommended. They planned to return to u100 insulin and transition to multiple daily injections until able to resume ilet use with appropriate supplies. The user reported a low blood glucose value in the 40 mg/dl range, which was corrected with carbohydrate intake.